Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alert on the ilet while using an inset infusion set (6 mm, 23 in), and customer support advised that the device detected pressure consistent with an occlusion in the tubing or infusion set; the user replaced the infusion supplies, after which the alert resolved, and blood glucose remained unaffected. Symptoms included no reported clinical effects. Outcomes included no interruption in therapy after the supply change and no need for medical intervention. Investigation included guided troubleshooting and user education. Investigation of this case revealed an occlusion condition localized to the infusion set or tubing that resolved with replacement, consistent with an infusion set or line blockage. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion related to the infusion set or tubing that was addressed through standard troubleshooting and supply replacement.